Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, mentor received additional information regarding the reasons for the revision surgery. Updated reason for device explant and/or reoperation: capsular contracture, desire for larger breast implant. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was found that incorrect procedure type was reported on the previous report. Manufacturer's reference number: (B)(4), the procedure was reported as primary breast augmentation on the initial report. However, the correct procedure was breast reconstruction.

Manufacturer narrative:
On 12-may-2021, it was found that the updated doe was reported on the previous report. Manufacturer's reference number: (B)(4) on (B)(6)2021, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6)2021. However, additional information revealed that the actual date of explantation was (B)(6)2021. The relevant field has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (left grade: IV, right grade: iii) postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient underwent bilateral removal and replacement with two 605cc mentor memorygel breast implant prostheses (catalog #: smpx605, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient¿s symptoms were improved after the revision surgery. The event date was estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.